Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The esc, up and down arrows are not functioning. The blood glucose reading was 178 mg/dl. The customer was trying to change the settings when the issue occurred. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. There were no unexpected frozen display issues during testing. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and cracked belt clip slot.